Manufacturer narrative:
(B)(4). The reported complaint of "high baseline and helium loss alarm" is not able to be confirmed. No iabp part or recorder strip was returned to teleflex chelmsford for investigation. The pump was serviced by a field service agent and could not reproduce the issues. The pump passed functional check-out. Based on a review of the device history record (DHR), the product met specification upon release. The root cause of the complaint is undetermined. No further action required at this time. The reported complaint will be monitored for any developing trends. Other remarks: n/a. Corrected data: n/a.

Event description:
It was reported that the "pump had high baseline and helium loss alarms during patient transport". Additional information states "no intervention or patient health problems reported. Unit cleared itself of the error before landing".

Event description:
It was reported that the "pump had high baseline and helium loss alarms during patient transport". Additional information states "no intervention or patient health problems reported. Unit cleared itself of the error before landing".

Manufacturer narrative:
Qn#(B)(4). N/a. Other remarks: n/a. Corrected data: n/a.